Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler noticed a distorted screen occurred in unknown phase/cycle of dialysis. Only half the screen will light up. Cycler was securely plugged into the wall outlet and securely plugged in the back. The reported issue is not a result of the supplies. The fresenius technical support representative advised to patient to replace cycler due to distorted screen. Fresenius tech support rep told the caregiver to swap out the cycler and keep the iq drive. They also instructed them to return the power cord with the old cycler and notify pdrn about the replacement. The new cycler will come with default settings and the time/date. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cassette compartment was inspected and didn¿t find indications of dried fluid. There were no visual indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2230 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.